Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot or relabeled lot that would have contributed to this event. The reported patient effect of angina and stenosis are listed in electronic instructions for use everolimus eluting coronary stent systems, xience xpedition as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a narrow lesion in the proximal right coronary artery (rca) with 90% stenosis. On (B)(6) 2014, the patient was hospitalized for chest pain. Angiography showed a single vascular lesion. A 4.0 x 18 mm xience xpedition stent was implanted in the proximal rca with 90% stenosis. The patient was discharged on (B)(6) 2014. On (B)(6) 2017, the patient was re-hospitalized for chest pain. Although angiography showed stent patency in the rca, stenosis was noted within 5 mm of the implanted stent. Optimize drug therapy was given and the patient was discharged on (B)(6) 2017. No additional information was provided.